Event description:
It was reported that the pump prepped on the back table. Once the outflow graft was attached to the pump, bend relief remains disengaged; pump filled with saline on the back table; no leaks noted in outflow graft. The surgeon utilized the sew then core method for the thoracotomy implant of hm3. Prior to placing the pump in the chest, the surgeon fed the outflow graft through to the hemi-sternotomy and tunneled the driveline. Hm3 pump placed in the apex and fully engaged in the apical sewing ring. Outflow graft noted to have small hole/tear in the proximal end of the outflow graft while the surgeon was trying to engage the bend relief; 2 sutures applied to close the small hole. Pump sucker applied to distal end (near aorta) of the outflow graft. Bend relief engaged. The surgeon then proceeded to do the outflow graft anastomosis. When it came time to insert the pump into the chest and secure it to the lv apex, a suction tube was inserted into the graft. This evacuated the saline from inside the graft and also caused the graft to collapse a bit. It was suspected that when it came time to slide the outflow graft bend relief down the graft to engage it, the graft may have become pinched between the bend relief clip and the graft attachment hardware. This wasn¿t confirmed, just suspected. The patient was then weaned off cardiopulmonary bypass and ramped up on the vad pump speed. Difficulty maintaining pump flow and blood pressure despite pump speed. Multiple blood products administered by perfusion and anesthesia team. There was bright red blood noted to be coming from between the bend relief and outflow graft. The surgeon disengaged the bend relief and observed hole in outflow graft (proximal end) with large amount of frank red blood. The surgeon placed finger over the hole to stop the bleeding; flows restored greater than 3 lpm. 2 pledgeted sutures applied to outflow graft to stop the bleeding. Evarrest patch applied over top the pledgets. Diameter of outflow graft now increased due to pledgets and evarrest patch and cannot slide down bend relief to engaged to the pump. Bend relief remains disengaged. The repair was too wide to slide the outflow graft bend relief over and the bend relief was left disconnected, approximately 1-1.5in from the graft hardware bleeding subsided and patient¿s pump parameters stable; speed 4500; flow 3.5; pi 3.7; power 2.9.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the sealed outflow graft resulting in blood leakage from the outflow cannula was confirmed based on a communication from the abbott clinical specialist onsite during device implant; however, a specific cause for the reported event could not be determined through this evaluation. Additionally, it was reported that the sealed outflow graft bend relief was left disconnected from the graft hardware; however, this could not be confirmed as no images were provided for review. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until 11mar2021 when the patient ultimately expired due to events unrelated to the pump. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the outflow graft to the pump. This section also warns: ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ section 5, under "de-airing the pump", explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Qap, outflow assembly, hm 3, rev. L, describes the inspection steps and the acceptance criteria for the heartmate 3 outflow assembly. Section 8.4.7 describes the visual inspection of the graft-to-hardware interface. Section 8.4.8 describes the inspection and acceptance criteria of the graft in relation to damage and soiling. The graft is considered acceptable if it is free from damage of wrinkles, creases, or unacceptable soiling per table 1. The relevant sections of the device history records for mlp-025251 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26feb2021. Additionally, review of the device history record for the sealed outflow graft, lot number 7578172, including the inspection of the graft material and the graft-to-hardware interface, showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.